Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"During cardiopulmonary bypass the perfusionist had to change out the oxygenator due to the inability to increase the p02. The fio2 was at 100% and when an arterial blood gases were taken the p02 ranged from 12-15kpa. The act was greater than 1000 seconds. The bypass run was 2 hours when they electively choose to change the oxygenator out for a new one. There was no issues on commencement on cardiopulmonary bypass. " (B)(4).

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for investigation in the laboratory of manufacturer. The complaint sample (squadrox-I without filter unit) was cleaned in accordance with local procedure lv 205. A visual inspection was performed for damages (cracks, poor welds on the outer covers, gas inlet and gas outlet) and clots in the oxygenator. A tightness test according to local procedure lv 201 (blood side) and a tightness test according to dtm031 (gas side) were performed. During the visual inspection of the oxygenators, no damage to the oxygenator was found which could negatively influence a regulation of the pressure (p02). In the leak test according to lv 201 (blood side) and dtm031 (gas side), no cause of the problem could also be found, since the product is tight. Device history record for lot 70130970 (serial number (B)(6) ) and also for lot 92268487 were reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. Trend search was performed. It could be concluded that there is no systemic issue at this time. The reported failure is part of current risk management file dms #(B)(4) the mitigations are in place per design specifications and per instruction for use. The informations what happened during the cardiopulmonary bypass run was shared with manufacturer by ssu. These informations were shared internally with getinge manager medical affairs. It was stated that the systemic anticoagulation was described as sufficient. The investigation of the device doesn´t show a fail or clots. Based on this it is unknown which pathologic effect was leading to the insufficient gas exchange. The complaint can be confirmed. The exact cause of the problem is unknown. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.